Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the right ventricular lead exhibited out-of-range high impedance. All other electrical measurements were normal. No intervention had been performed. The patient remained stable.